Event description:
Additional information was received indicating the device was reprogrammed to increase the upper limit notification for pacing impedance. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the inadequate capture and high pacing impedance event was sensed by the device.

Event description:
It was reported that during a follow up in clinic, inadequate capture and high pacing impedance were noted on the right ventricular (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating that, following the reprogramming, inadequate capture and high pacing impedance were again noted on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.